Event description:
It was reported that during the implant procedure, the physician placed the lead in the ventricle and the helix "came out". It was also reported that the helix was than damaged after it "came out". The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed that the helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism, the guidetooth was damaged, and visual analysis revealed the lead was damaged at implant (photo saved in the event file of how the lead was received).